Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. It was noted that the device failed to complete its internal self test due to a configuration fault. The device was serviced, calibrated and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly and the device failed to complete its internal self test. The device was not in patient use when the reported vent occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm that the device powered down unexpectedly. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failure to complete its internal self test was due to a configuration fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly and the device failed to complete its internal self test. The device was not in patient use when the reported vent occurred.